Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 03/27/2020 one (B)(4) sample was received for investigation without packaging; the lot number was not available to assist the investigation in this instance. A visual inspection confirmed the customer¿s experience as the rubber bung of the injection port had been damaged and was found separated from the y-site component; no damage or deformation was identified to the y-site. The details of this feedback were forwarded to the manufacturing site for investigation. The customer confirmed that the patient inadvertently removed the rubber bung during infusion, with the bung having been found in the patients mouth; the damage observed to the rubber bung is consistent with the component having been forcibly removed. In this instance a lot number was not available; however a review of the production records for the past 12 months of manufacture of this product did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(4) product over the past 12 months.

Event description:
The information received suggests that the infant patient completely removed the synthetic latex membrane covering the injection site which resulted in a broken plastic piece in their mouth and some bleeding on the bed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The information received suggests that the infant patient completely removed the synthetic latex membrane covering the injection site which resulted in a broken plastic piece in their mouth and some bleeding on the bed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident